Event description:
The doctor claims the following: the graft was implanted in 2005, to repair an abdominal aortic aneurysm (aaa). Post-operative fever occurred. Infection does not appear to be the cause of the fever. The graft was left in. The pt is doing well, now. Note: the exact date of the incident has not been reported to co and has been approximated for reporting purposes only.